Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced cellulitis, wound partially open and draining, infection, abscess, necrotic tissue, purulent drainage, and fistula tract. Post-operative patient treatment included revision surgery, debridement and drainage of abscess, mesh left intact, removal of infected mesh, hernia repair with strattice mesh, and wound vac.